Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that video laryngoscope turned off again during intubation. In other words, the screen went completely off. Turned back on by itself. This is the same laryngoscope that had previously had this same problem. No negative impact in state of health reported.